Event description:
A malfunction was reported involving the pump's quick bolus/wake button, which was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer on the correct way to press the button, but since the issue persisted, arrangements were made to replace the faulty pump. The pump was still under warranty, and the customer was instructed to return it using a pre-paid label. They were also guided on putting the pump into storage mode before returning it. The customer would use multiple daily injections as backup therapy in the meantime.